Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, was unable to get into pyxis on the workstation and received the following error message "an error occurred while processing your request." The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to get into pyxis on the workstation due to remote access problem. A technical support specialist attempted to dial into the server, but it timed out. The tss tried accessing the test server with the same result. Emailed to inquire if the issue persisted and confirmed issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ es server, was unable to get into pyxis on the workstation and received the following error message "an error occurred while processing your request." The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.